Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found the bipolar yaw pulley had thermal damage. For clarification, the bipolar conductor wire insulation was damaged due to thermal damage. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the main surface of one bipolar yaw pulley in the front of the pulley assembly. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted general surgical procedure, the maryland bipolar forceps instrument had a damaged black conductor wire. The procedure was completing as planned with no reported injury.